Event description:
A malfunction on customer¿s pump was reported, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.